Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. One filled infusor unit was received with a connected pcm. Visual inspection and functional leak test were performed and revealed leakage inside of the pcm's housing. The leak was observed at the edge of the pcm's reservoir. No evidence of leak was observed in the infusor unit. Nonetheless, the reported leak condition was confirmed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a basal/bolus infusor leaked during patient infusion. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The lot number 13b016 was manufactured february 6, 2013 - february 8, 2013. The reported condition of a leaking infusor was not confirmed as the returned infusor sample was working within specification during sample evaluation. If additional relevant information is obtained, then a follow-up MDR will be submitted. The leak in the patient control module (pcm) is addressed in a separate report.